Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 5 shocks while walking. Therapy zones were programmed to 170/220. Boston scientific technical services (ts) reviewed the episode and noted the rate of rhythm looked like it was right at the conditional shock zone of 170 bpm and that the s-t waves looked a bit more pronounced at higher rates compared to resting rates, so likely there was no template match. Ts noted that at times, it appeared the device may have been marking p-waves and that the rhythm was marked before the onset of qrs. Ts discussed this could be latency and due to how marker and ECG data is stored, separately. Ts discussed getting another template at higher rates to match the episode and to also consider raising the conditional shock zone rate cut-off. This was the first episode in nearly 3 years of the device implant life. No adverse patient effects were reported. Additional information was provided by the field representative. She confirmed the patient had a new template stored while marching in place. Heart rate was around 95 bpm. The field representative also confirmed that the conditional shock zone was reprogrammed to 180 bpm.